Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt's husband reported on (B)(6) 2011, pt experienced elevated blood glucose level in the night while feeling sick. Husband stated pt was nauseous and threw up. Husband reported pt took correction via the infusion device but her blood glucose level remained elevated. Husband stated on (B)(6) 2011, pt's blood glucose level was more than 400 mg/dl and she received stationary treatment in the intensive care unit. Type of treatment received was not provided. Pt's normal blood glucose range was not provided. No further info is available. Product was replaced and requested return of the alleged product for eval.